Event description:
The caller reported a malfunction on the pump, identified by the code malf 9. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump, successfully resolving the issue without recurrence. The customer was advised to continue using the pump and to report any future malfunctions.